Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead became dislodged. It was suspected that the cause may have been due to poor fixation of the suture sleeve or pulling in the area due to the patients need for help in and out of bed. The lead was successfully repositioned. There were no reported adverse consequences for the patient.